Event description:
No additional information received from customer.

Manufacturer narrative:
Updated field: g4. This report is being supplemented to provide additional information based on the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, olympus confirmed that foreign material came out of the device; however, the type of the material and the root cause could not be identified. A definitive root cause could not be determined. The event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had tissue adhesive (foreign material) on the bending section. The issue was found during maintenance (outside of the clinical setting). There were no reports of patient involvement.